Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lazic I, pohlig f, haug at, suren c, langer s, prodinger pm. Modular augmentation in varus-valgus-constrained knee arthroplasty-do we need sleeves to avoid femoral loosening after excessive distal augmentation? J arthroplasty. 2022 jul 16:s0883-5403(22)00693-3. Doi: 10.1016/j.arth.2022.07.004. Epub ahead of print. Pmid: 35843377. Objective and methods: in revision total knee arthroplasty, zonal fixation methods with a combination of augments, press-fit stems, and sleeves are popular. The authors hypothesized that high distal femoral augmentation with diaphyseal press-fit stems leads to an increased rate of early aseptic loosening and that femoral metaphyseal sleeves improve implant survival. The purpose of this study is to compare the rates of postoperative aseptic loosening in tc3 revision femoral constructs utilizing distal femoral augmentation and/or metaphyseal sleeves combined with press-fit femoral stems in 136 knees that were revised between january 2012 and july 2018. The manufacturers of the revised implants are unknown. The authors used 4, 8, or 12 mm distal femoral augments and or femoral metaphyseal sleeves combined with press-fit femoral stems to address femoral cavitary defects. The manufacturer of the cement utilized to secure the femoral components, as well as the patella and tibial implants are unknown. This complaint captures the 13 revisions performed for femoral aseptic loosening after revision surgery. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: tc3 femoral component, 4, 8, or 12 mm distal femoral segment, femoral metaphyseal sleeve, and femoral press-fit stem. Adverse event(s) and provided interventions associated with depuy devices: 13 revisions to treat aseptic loosening: 3 cases included metaphyseal sleeves, 1 case included a 4 mm distal femoral augment, 5 cases included a 12 mm distal femoral augment, 5cases included an 8 mm distal femoral augment, 13 cases included a press-fit stem and femoral component revision. The loosening interface for the femoral component and loosened augments is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.